Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that prior to a procedure a system message was displayed. It was discovered that the lamp had exploded. The console was left unmanned temporarily when the system message was displayed and was discovered upon re-entering the room. There was no patient involvement.

Manufacturer narrative:
The system was examined and the reported event was confirmed. The auxiliary illuminator was replaced to address the issue. The system was tested and found to meet product specs. A review of the customer's complaint history for the last 24 months did not show any previous complaint of this kind against the system. Based on qa assessment, the product met specs at the time of release. The root cause of the reported event can be identified to an auxiliary illuminator. However, how or when the component became nonconforming cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).